Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that the patient woke up with a lot of abdominal pain following the implant procedure. The stimulation was never turned on. The patient continued to have pain and the physician is considering explanting the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about explant. The caller will follow-up with the physician. Additional information was received from a manufacturer representative (rep). The hcp suspected the cause was because the bone was pushing the paddle forward, but it was not determined. The rep reported the patient went in for a revision surgery due to the abdominal pain. All implants were kept the same and nothing was explanted/replaced. Impedances were normal and stimulation was not turned on. Patient was still in pain and as a result, had the system completely explanted. A rep was not present.